Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on 02/13/2019, that on (B)(6) 2018, an unknown issue with the dexcom system was reported. The patient¿s mother stated they received a malfunction alert but could not specify what the alert was which resulted in the patient being hospitalized for diabetic ketoacidosis (dka). Event details were not provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.